Manufacturer narrative:
The customer's cobas h 232 analyzer was returned for investigation. Relevant retention test strips of lot 159538 were measured on the customer's cobas h 232 analyzer and on a qualified retention cobas h 232 analyzer with one native blood sample and one spiked blood sample (c=90 ng/l). Each blood sample was tested twice on the customer's cobas h 232 analyzer and three times on the qualified retention cobas h 232 analyzer. The blood samples were also measured on an elecsys 2010 analyzer. Results: mean of the measurements obtained on the customer's cobas h 232 analyzer: native blood sample: <40 ng/l. Spiked blood sample (c=90 ng/l): 98 ng/l. Mean of the measurements obtained on the qualified retention cobas h 232 analyzer: native blood sample: <40 ng/l. Spiked blood sample (c=90 ng/l): 97 ng/l. Elecsys 2010 measurements: native blood sample: <3.00 pg/ml spiked blood sample (c=90 ng/l): 99.91 pg/ml the results of all measurements fulfill requirements.

Manufacturer narrative:
This event occurred in (B)(6). (B(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for roche cardiac trop t (tnt) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. A sample from the patient resulted as < 40 ng/l when tested on the cobas h 232 analyzer. The < 40 ng/l value was reported outside of the laboratory and did not correspond to the clinical situation of the patient. The sample was then sent to another laboratory and measured on a cobas 8000 e 602 module (e602), where it resulted as 98 ng/l. The 98 ng/l result was believed to be correct. A second sample from the patient was tested on the e602 analyzer on (B)(6) 2017, resulting as 92 ng/l. A third sample from the patient was tested on the e602 analyzer on (B)(6) 2017, resulting as 93 ng/l. A fourth sample from the patient was tested on the e602 analyzer on (B)(6) 2017, resulting as 89 ng/l. There were no adverse events alleged to have occurred with the patient. The cobas h 232 analyzer serial number was (B)(4). The customer's product was requested for investigation. Relevant retention test strips (lot 159538) were measured on a qualified retention cobas h232 analyzer with two native blood samples and two spiked blood samples (c=80 ng/l and c=100 ng/l). Each blood sample was tested 3 times. The blood samples were also measured on an elecsys 2010 analyzer. Results: mean of the measurements on qualified cobas h232: first native blood sample: <40 ng/l, second native blood sample: <40 ng/l , first spiked blood sample (c=80 ng/l): 81 ng/l , second spiked blood sample (c=100 ng/l): 96 ng/l . Elecsys 2010 measurements: first native blood sample: 5.15 pg/ml, second native blood sample: <3.00 pg/ml, first spiked blood sample (c=80 ng/l): 78.37 pg/ml, second spiked blood sample (c=100 ng/l): 91.97 pg/ml . The results of all measurements fulfill requirements.

Manufacturer narrative:
A specific root cause could not be determined. Test strips or sample material were not returned for investigation.